Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 133.6090 and 810.9020 error on pcu. No patient involvement. He will try replacing main speaker for 133.6090 error. I recommended he send unit in for repair for the 810.9020 error since reflashing the unit did not fix the problem.